Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that pre-operatively, the site had a patient exam importation via cd failure. Error 16 was displayed. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the patient could not be imported and the surgeons had to import another cd to use the navigation. The issue has not been resolved, but the rep suspected "the patient exam [did] not follow our imaging protocol." The issue occurred during a tumor resection.